Manufacturer narrative:
(B)(4). The device was not returned for analysis. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause was unable to be determined. (B)(4).

Event description:
Same case as: 2134265-2014-07808 and 2134265-2014-07923. It was reported that automatic pullback failure occurred. A 120v ilab ultrasound imaging system was used in conjunction with an unknown imaging catheter to visualize an unspecified lesion. During performing pullback, the liquid crystal display (lcd) display was normal however, the motor drive unit (mdu) failed to pullback. No patient complications were reported.